Event description:
On (B)(6) 2013, the patient was implanted with six components of a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm and a right internal iliac aneurysm. It was reported that on the date unknown before the initial procedure the patient had undergone an open surgery to replace the right internal iliac artery with a surgical graft to repair the right common iliac artery aneurysm. It was also reported that the right internal iliac aneurysm was located at the distal end of the graft. It was planned that the right internal iliac artery would be covered with a device, and was therefore embolized with coil prior to the implantation. A trunk-ipsilateral leg component ((B)(4)) and a contralateral leg component ((B)(4)) were inserted from left side and deployed with no issue. Another contralateral leg component ((B)(4)) was advanced from right side through a 12fr. Gore dryseal sheath and its position was fixed with a radiopaque marker of the device aligned with the long radiopaque marker of the contralateral gate. After its deployment it was found that the device was in fact deployed more proximal than the location intended. Its proximal end was within the native descending aorta and its distal end was not fixed anywhere within the trunk, leaving the device floating within the aorta and the trunk. The physician decided not to retrieve the device and continued the procedure. A different contralateral leg component ((B)(4)) was instead deployed at the contralateral gate and extended with two iliac extender components ((B)(4)). The final angiography showed no endoleak and no disturbance of blood perfusion to major arteries of the abdominal aorta by the floating device. The physician elected to monitor the patient and completed the procedure. No further action was reported. It was reported that the radiopaque marker aligned with the long radiopaque marker of the contralateral gate was on the distal side of the device, not the proximal. It was also reported that upon the insertion of the device the fluoroscopic image was not used, and that angiography was not performed before the deployment of the device to confirm its position.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The radiopaque marker aligned with the long radiopaque marker of the contralateral gate was on the distal side of the device, not the proximal. It was reported that upon the insertion of the device the fluoroscopic image was not used, and that angiography was not performed before the deployment of the device to confirm its position.